Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd display screen was found to be damaged. The device's lcd display screen was replaced to address the issue.